Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient was unable to increase her scs system's stimulation amplitude. The patient stated when she tried to increase the amplitude it would start to go up and then the amplitude decreased. Surgical intervention may be taken to address the issue.